Event description:
A false positive advia centaur troponin ultra result was obtained on a pt sample and was questioned by the nurse. The sample was repeated and the troponin result was negative. Testing on serial draws was performed and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive advia centaur troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.